Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and gave a compromised force sensor system alarm during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The pump passed the stop, run currents and displacement tests. Unable to perform the self test, unexpected restart, occlusion and no delivery alarm tests due to the compromised force sensor system alarm. No blank display anomaly, backlight anomaly or display anomaly noted. Moisture damage was found on the lcd board and interface board. All buttons functioned properly. No damage in the keypad assembly was noted. Inspected the keypad connector on the lcd connector and no unlocked connector was noted. The pump had a cracked case at the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was 2.7 mmol/l. Customer mentioned there was condensation under the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.